Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the imaging window and tip assembly, imaging window entanglement, and tip stuck on the floppy end of the guidewire. Microscopic inspection revealed the guidewire exit port was damaged (deformed/lifted.)

Event description:
It was reported that device twist occurred. The 95% stenosed target lesion was located in the moderate to severely tortuous left main coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter became entangled with the wire and began spinning the wire outside the body. The entire catheter was wrapped from tip to hub with the wire. Also, a kink was noted on the catheter. The catheter was completely removed intact from the patient together with the wire. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that device twist occurred. The 95% stenosed target lesion was located in the moderate to severely tortuous left main coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter became entangled with the wire and began spinning the wire outside the body. The entire catheter was wrapped from tip to hub with the wire. Also, a kink was noted on the catheter. The catheter was completely removed intact from the patient together with the wire. The procedure was completed with another of the same device. No patient complications were reported.